Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are completely unresponsive. The reporter stated that the keypad is intact without rips or tears. The patient is reported to wear the pump attached to a belt and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive. The up arrow and down arrow keypad buttons required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons and the down arrow button contact was found to be inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.